Manufacturer narrative:
Product information was not provided, so the manufacture date could not be determined.

Event description:
The customer opened a new box of contour test strips and found the cap open on the bottle. No adverse event was alleged. Meter information was not provided and strip information was not valid. Product was not replaced.